Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing system was removed due to the suspicion of infection. The pacing system will be replaced in the future. No further patient complications have been reported as a result of this event.